Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were trying to charge their implanted neurostimulator about a month ago, but the device "burned me like no tomorrow" and mentioned they hadn't had the stimulator on in a month. Agent asked patient to clarify and patient said they believe it was the recharger paddle that was burning and when clarifying the "burning" statement, patient said the recharger paddle felt really hot. A request was sent to the repair department to replace the recharger.